Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty filling multiple cartridges. The same syringe was used to successfully fill a new cartridge. Blood glucose level was not impacted.